Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home he switched from battery power to the power base unit and received a "steady solid tone" and all of the leds on the system controller illuminated. The pt looked at the black power cable of the system controller and noticed a "burned hole" on the cable. Based on the info provided on the user facility report which was received on 12/29/08, the black power cable "lit up and burned a hole through the gray cable". The system controller was exchanged by the pt and the issue was resolved. The vad coordinator called the pt and the pt switched from battery power to the power base unit without incident. The pt also performed a self-test on the system controller and the power leds illuminated appropriately.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.